Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from us alleged the generation of discrepant sars-cov-2 results for one patient when using the cobas liat sars-cov-2 and influenza a/b test compared to the retest results. The patient sample was tested at the same time on cepheid and on cobas liat system (sn (B)(4)), generated a sars-cov-2 negative result on cobas liat system and a sars-cov-2 positive result on cepheid. The same sample was retested on a different cobas liat system (sn (B)(4)), generated a sars-cov-2 positive result. The customer retested the same patient sample for the third time on the cobas liat system (sn (B)(4)), generated a negative result. The positive sars-cov-2 result was released. No harm was alleged. An investigation is on going.

Manufacturer narrative:
An investigation on the reagent kit lot did not identify and product problem. A review of the data revealed late CT values indicative of a sample near the limit of detection (lod). Lod samples are expected to waiver between positive and negative upon repeat. (B)(4).